Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that nurses were unable to pull sodium chloride 50ml bags from system. Follow-up with the customer was initiated. Three follow-ups were completed, but no response was received. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server did not appear as 'grayed out' despite being loaded, and the bag was not listed under patient orders when the order was verified the customer stated that nurse was unable to issue the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.